Event description:
The dr was performing an iliac angioplasty on a (B)(6) male patient with a heavily calcified iliac artery. Whilst inflating the first pta 5 to 10 atm the balloon ruptured (but remained intact). A second pta5 balloon of the same lot was used, inflated, deflated, negative pressure applied and the balloon was retracted back into the sheath. The pta5 got stuck in the sheath. Air was seen at the distal end of the balloon which remained in the artery. Whilst pulling on the balloon shaft the balloon detached from the shaft. An interventional radiology consultant, was called. He removed the sheath and balloon and continued to perform the procedure with another pta5 of a different lot and completed a successful procedure. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
No consequences to the patient resulted from this incident. Balloon detachment from the shaft is not labeled in the IFU. Event evaluation: still under investigation.